Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd¿ infusion sets had issues with air in the line during thicker viscosity tpn infusions. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "clinicians report ail constantly with tpn infusions and thicker viscosity infusions. Ail with tpn happens ¿all night¿. Parents have to call the nurses to the room repeatedly and get quite angry due to the numerous alarms."

Manufacturer narrative:
H6: investigation summary. No photo or sample was received for the customer's complaint. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that an unspecified number of unspecified bd¿ infusion sets had issues with air in the line during thicker viscosity tpn infusions. This complaint was created to capture the 2nd of 4 related incidents.the following information was provided by the initial reporter: "clinicians report ail constantly with tpn infusions and thicker viscosity infusions. Ail with tpn happens ¿all night¿. Parents have to call the nurses to the room repeatedly and get quite angry due to the numerous alarms.".